Event description:
It was reported that the pump of this inflatable penile prosthesis is not working; the cylinders only inflate partially and the pump stops filling up with solution after several squeezes. The patient is planning to have a revision surgery and is seeking a surgeon.